Event description:
Synovitis; difficulty walking. Information was rec'd on 11-apr-2007 from a nurse regarding a female pt with a medical history of right knee pain and osteoarthritis, who experienced synovitis and difficulty walking after receiving synvisc. The pt received synvisc two weeks prior to event date and on the event date in the right knee. About 2 days after the second synvisc injection, the pt experienced swelling and pain in her right knee and leg that made walking difficult. The pt was hospitalized three days later and was diagnosed with synovitis. The pt was started on bedrest and IV vancomycin. The cultures came back negative but the pt had improved sinced starting the antibiotic. The nurse assessed the relation between the adverse events and synvisc as definite. Bedrest; IV vancomycin.